Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 664 mg/dl. The customer had symptoms such as nausea, vomiting, abdominal pain, and difficulty breathing. The customer treated with insulin drip. Customer's blood glucose value was 245 mg/dl at the time of the call. The customer was admitted into fannin regional hospital on (B)(6) 2017 at 5pm. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. The drive support cap appeared normal. There were some air bubbles. There was no leaks. There were no site or insulin issues. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.